Manufacturer narrative:
This information has not been provided. Additional information has been requested. Subject device is an instrument. Investigation could not be concluded, no conclusion could be drawn. Manufacture date has been requested.

Event description:
During a procedure at (B)(6), the tip of the screwdriver broke off while surgeon was tightening a low profile crosslink. The hex tip broke off and lodged inside the grub screw of the crosslink. The tip could not be removed and remains in the patient. Surgeon completed the procedure with another screwdriver.